Event description:
On (B)(6) 2020, pt called regarding whisperject problems. She said it was not depressing and hence is unable to get her dose. I called mylan advocate and got pt transferred to a nurse advocate.